Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis with difficulty draining and dark, thick pd effluent (cloudy). The cause of the event was unknown. On the same day as onset, the patient was hospitalized for another indication. That night, the patient was connected to the homechoice for apd therapy and dark and thick peritoneal effluent was observed. The following day, in the last cycle of pd therapy, the catheter did not drain. No further detail was provided regarding medical intervention, treatment for the event, or regarding the patient¿s outcome. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On an unspecified date, the patient was treated with intravenous (IV) vancomycin antibiotic for the peritoneal infection. The patient completed antibiotic treatment and had recovered from the peritoneal infection. Should additional relevant information become available, a supplemental report will be submitted.